Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that while the mobile viewing station (mvs) was unplugged, the site heard a loud pop and saw a spark near the power cable. The mvs would not charge or power on. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi70002000, serial/lot#: (B)(6), product ID: bi71000825, h6: a manufacturer representative (rep) went to the site to test the imaging system. It was reported the mobile viewing station (mvs) would not power on and there was no line power present. The rep found mvs fuses open and replaced the fuses. The rep reloaded the mvs configuration file and the system was ready to use. Codes b01, c02, and d02 are applicable. Multiple fdd/annex a codes were reported. A0508 was coded for the loud popping noise. A0703 was coded for the sparks seen near the power cable. A110201 was coded for the mvs would not power on or charge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.